Event description:
It was reported to philips that the device failed the op check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca and or the therapy capacitor. These parts to be replaced to return device to full operation. The device remains at the customer site and no further evaluation is warranted at this time.